Event description:
Customer is reporting when testing a single sample using dqb1 ssp unitray kit with taq, sku 451414, lot 0151180483, she obtained a typing result of dqb1 03:09, 04:02. Customer later tested the same sample using a different lot of dqb1 ssp unitray kit with taq, sku 451414 and received a typing of: dqb1 03:01, 04:02. Customer was questioning the discrepancy of the test results, (B)(4).

Manufacturer narrative:
Investigation testing was conducted using the customer sample with another lot of dqb1 unitray kit and a score dqb1 kit. Both methods produced a result of dqb1:03:01, dqb1 04:02. Retain testing for dqb1 unitray kit, sku 451414, lot 015 1180483 was not possible as kit is expired. The root cause for the customer complaint of discordant typing is customer's misinterpretation of the original gel (test) results, mistaking a primer dimer in lane 11 for a positive band. The customer has been provided for information to explain how to evaluate test results with primer dimer gel bands.